Event description:
A surgeon reported that a pt was scheduled to have bilateral lasik surgery. The first eye was treated successfully, however, when trying to activate the laser ready button to treat the pt's second eye. "It would not work". They rebooted the system, and after the reboot, the eye tracker was significantly decentered. They adjusted the eye tracker, and the laser ready button still would not work. They rebooted again and the laser ready button did not work, this time either. The pt was sent home and will return later in the week for lasik on this eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).